Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the pulse generator successfully captured the ventricle but was unable to recognize that there was capture and provided back-up pacing. Programming changes were discussed. It was further noted that the right atrial lead exhibited noise. Since the patient was not atrial paced, the physician elected not to perform any intervention. No patient symptoms were reported.